Manufacturer narrative:
Based on the available info, this event is deemed to be serious injury. Add'l info has been requested via email related to the following. No add'l pt/event details have been provided to date. Should add'l info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. The actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and cpa procedures.

Event description:
It is reported that a pt has had rectal bleeding with a flexiseal management system. The lot number was not provided and there is no other info available at this time.